Manufacturer narrative:
Manufacturer's investigation conclusion: the cause of the reported blood leak during implant could not be conclusively determined during the evaluation of heartmate 3 lvas (left ventricular assist system), serial number (B)(6). (B)(6) was returned assembled with the pump cable fully intact. The modular cable was not returned. The sealed outflow graft (lumen and bend relief) was not returned. The cuff lock was returned in the default position, and the apical cuff was also returned separated from the pump. Examination of the pump blood-contacting surfaces did not reveal any depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the cuff lock and sealing ring found no evidence of damage or defect that would have contributed to the reported event. After cleaning, dimensional analysis of the cuff lock, sealing ring, and motor cap confirmed that the components were within manufacturing specifications. The pump was reassembled, and the cuff lock appeared to engage normally with the apical cuff. The pump was operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specifications. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. Although the cause of the report blood leak could not be determined, a corrective action has been opened to further investigate leaks at the pump/cuff connection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. The IFU also provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad (left ventricular assist device). Bleeding is listed as an adverse event that may be associated with the use of the heartmate 3 lvas. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was implanted with heartmate 3 and the left ventricular assist device (lvad) was started after the deairing phase was completed. Given the difficult inflow position, the surgeon relocated the outflow anastomosis to allow for a different pump position and inflow orientation. When the patient was ready to be weaned from the cardiopulmonary bypass (cpb), the surgeon reviewed the apex area for continuous bleeding from the area of the apical cuff. The apex with the pump was elevated and additional sutures were placed to ensure hemostatic placement of the apical cuff. However, due to continuous bleeding despite new sutures, the surgeon decided to open the pump and check connection. The pump was unlocked and was deinstalled from the apical cuff. Additional tissue bioglue, sutures, and felt were applied to the apical cuff. With limited obturation of the apical cuff left ventricle entry, there seemed to be no further bleeding and the pump was reinstalled into position. After new deairing, the surgeon confirmed bleeding which was visually occurring from the area between the cuff and the pump. The surgeon was advised to use suturing wholes around the hm3 pump body to stitch the blood pump closely to the apical cuff as it looked that by rotation of the pump, there could be a change in the intensity of blood leakage. After tightly connecting the pump to the apical cuff, continuous bleeding was still observed from the apical cuff area. The pump was then disconnected and the locking mechanism was inspected for deformation of the locking branches that seemed to be in similar and same shape in the locked/ unlocked position. Given the limited further options, the surgeon decided to remove the pump, close the apical incision with goratex patch and implant bivad centrimag as a bridge to urgent transplant. The pump and apical cuff were removed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2024. The cause of death was determined to be a multiorgan failure related mostly to liver and bowel hemorrhage.

Manufacturer narrative:
E1: phone number and email were not available. H6: medical device problem codes corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.